Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event.

Event description:
Additional information received from the consumer reported they had several surgeries regarding their urinary device but ¿had no success in what it was supposed to do. All I had was pain in that area. My doctor placed a pubic catheter in my belly and the urinary device wasn¿t working and the doctor refused to remove it which had been over 10 years. I got the pubic catheter placed three years ago and I also had nerve surgery on my back which helped one side of my back but I was unable to sleep on the side where the device was. I was told anytime I wanted it removed it could be done, but now I was told it was impossible. I¿m also doing botox surgery every six months which is helping me with my incontinence problems. What I¿m saying is I¿m getting three treatments in all. I understand my doctor is trying to help me but I¿m always in pain in my right hip.¿

Manufacturer narrative:
(B)(4).

Event description:
The MRI technician healthcare provider requested compatibility guidelines were requested for MRI. There was a suspected problem with the manufacturer device or therapy. MRI technician reported ins (stimulator) was removed which the technician confirmed via x-ray. Ins was removed and lead left in body. Symptoms reported was none. Event date was unknown. Additional information was being requested from the hcp regarding device explant and reason for explant. Follow will be submitted if additional information is received.